Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. The customer stated they were pressing the back button to make the pump stop beeping. The customer had tried 19 batteries and the pump did not turn on. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer could not be reached back. The insulin pump will not be returned for analysis.